Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using prefilling cartridges. Tandem clinical support informed customer that prefilling cartridges, is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level. Customer reverted to an alternate form of insulin therapy.